Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain two of four. The patient was not connected at the time of the alarm. The technical service representative explained the alarm to the patient and advised the patient to call baxter at the time an alarm occurs. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.